Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, go/no go check, and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The patient contact reported to fresenius customer service that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with serratia marcescens and a white blood cell (wbc) count of approximately 17,000/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Though the cause of the patient¿s peritonitis was unknown, it was affirmed the patient¿s home cycler and fresenius products have been ruled out as a source of their infection. The patient was prescribed one-time doses of intraperitoneal (ip) vancomycin at 2000 mg and ip gentamycin at 56 mg. Upon culture results, the ip vancomycin and gentamycin were discontinued, and the patient was prescribed intravenous meropenem at 1 gm three times a day while hospitalized. The patient¿s pd catheter was removed due to the severity of the infection during this admission. The patient was able to undergo hemodialysis (hd) through an existing fistula on a hospital provided fresenius hd machine for renal replacement therapy for the duration of the admission. The patient is recovering from this event and awaiting discharge to home. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd on an in-center basis upon discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis remains unknown; however, it was confirmed the patient¿s liberty select cycler and fresenius products used for pd therapy were not a causative factor in the patient¿s infection. This is further evidenced by the presence of a microorganism that is associated with nosocomial infections, catheter-associated bacteremia, urinary tract infections and wound infections. Therefore, the liberty select cycler can be excluded as a source of the patient¿s adverse event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The patient contact reported to fresenius customer service that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on 19/sep/2021 presented with serratia marcescens and a white blood cell (wbc) count of approximately 17,000/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Though the cause of the patient¿s peritonitis was unknown, it was affirmed the patient¿s home cycler and fresenius products have been ruled out as a source of their infection. The patient was prescribed one-time doses of intraperitoneal (ip) vancomycin at 2000 mg and ip gentamycin at 56 mg. Upon culture results, the ip vancomycin and gentamycin were discontinued, and the patient was prescribed intravenous meropenem at 1 gm three times a day while hospitalized. The patient¿s pd catheter was removed due to the severity of the infection during this admission. The patient was able to undergo hemodialysis (hd) through an existing fistula on a hospital provided fresenius hd machine for renal replacement therapy for the duration of the admission. The patient is recovering from this event and awaiting discharge to home. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd on an in-center basis upon discharge.